Event description:
It was reported that the rim of the reservoir compartment was broken off. No further information reported.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.